Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not measuring valid p-waves. It was reported the patient had experienced a fall around the same time the invalid p-wave measurements began. There was a concern the lead may have dislodged. It was reported the patient was in hospice and the family did not wish to have any intervention performed. The patient subsequently expired. There were no allegations against lead functionality related to the patient expiring.